Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Sc-2316-50, sn: (B)(4), device evaluation indicated that the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink at the retention sleeve of the proximal end. Thirteen cables were broken/severed at this spot. This appeared to had been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. No exposed cables. Sc-2316-50, sn: (B)(4). Device evaluation indicated that the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Thirteen cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appeared to had been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. No exposed cables. Sc-3400-30, sn: (B)(4), device evaluation indicated the complaint of high impedance was not confirmed. The splitter passed impedance test. The splitter was also rotated in several directions to duplicate the reported complaint with no anomalies detected. Therefore, the reported complaint of high impedance could not be duplicated.

Event description:
A report was received that during device analysis, it was determined that there were several broken cables and or severed at the proximal end. The completely severed cables were the reason for the high impedances observed.